Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the spike connector leaks fluid.

Manufacturer narrative:
The device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received at the manufacturing site for evaluation. Visual inspection and functional inspection was performed with no issue found. Since the issue could not be duplicated, we are unable to determine a root cause and a corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.